Event description:
There was no report of patient harm. The date of event is unknown. The time of event is unknown. No knowledgement of adverse event. Customer advised: no image on screen.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51581) which was submitted. Therefore, MDR (9610877-2022-00416) filed on march 8, 2022 is considered a duplicate report.